Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 6 and 12 read as an open circuit. Conductor wires 6 and 12 had been fractured at the ring joint, consistent with the reported display issue. In addition, electrode 6 was displaced and flared, and foreign material similar to that of a sheath were noted under the ring of electrode 12. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wires, displaced and flared electrode and foreign material under ring 12 is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis confirming exposed internal components.